Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a leak on the cuff due to tear. The patient was reintubated with a new endotracheal tube. There was no patient injury.